Manufacturer narrative:
The reported event of a sensing issue was not confirmed, while the reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures, although an internal short was noted due to the damage found at the connector region, consistent with procedural damage. Visual and x-ray examination of the helix mechanism found the inner coil was over-torqued at the connector region. The cause of the helix mechanism issue was isolated to an over-torqued inner coil, consistent with procedure damage and clogged helix.

Event description:
It was observed during an attempt implant, the sensing of lead was not optimum, the lead was replaced when the helix would not extend during repositioning. There were no adverse health consequences to the patient.